Manufacturer narrative:
Additional information: please note that the following section is being updated based on additional information provided by a penumbra distributor on 07/07/2020: 1. Section b. Box 5. Describe event or problem results: the distal shaft of the jet7 was stretched approximately 129.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the distal shaft of the catheter was stretched. If the jet7 is forcefully manipulated against resistance, damage such as stretching may occur. During the functional test, a demonstration microcatheter could not be advanced through the returned jet7, and the returned jet7 could not be advanced through a demonstration neuron max due to the stretched distal shaft on the returned jet7. The jet7 was flushed with bleach solution, and the distal shaft did not expand. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra microcatheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician completed a pass using the direct aspiration first pass technique (adapt) without success. Before making the second pass, the jet7 was removed. While the jet7 was being flushed, the physician noticed a red substance in the jet7 and continued to flush it until the substance was removed. It was reported that the red substance was either blood or thrombus. Next, the jet7 was re-advanced over the microcatheter and the physician experienced resistance. The jet7 was flushed a third time and approximately three centimeters of the jet7 tip expanded. Therefore, the jet7 was no longer used. The procedure was completed and a tici score of 3 was achieved using a new jet7, the same microcatheter, the same sheath, and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a non-penumbra microcatheter, a non-penumbra sheath, and a guidewire. During the procedure, the physician completed a pass using the direct aspiration first pass technique (adapt) without success. Before making the second pass, the jet7 was removed. While the jet7 was being flushed, the physician noticed a red substance in the jet7 and continued to flush it until the substance was removed. Next, the jet7 was re-advanced over the microcatheter and the physician experienced resistance. The jet7 was flushed a third time and approximately three centimeters of the jet7 tip expanded. Therefore, the jet7 was no longer used. The procedure was completed and a tici score of 3 was achieved using a new jet7, the same microcatheter, the same sheath, and a non-penumbra stent retriever. There was no report of an adverse effect to the patient.